Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required), 3 years after insertion of essure. On (B)(6) 2018, the patient underwent surgery ("other essure related surgery"). On an unknown date, the patient experienced infection ("infection w/ IV antibiotics"). The patient was treated with surgery (total laparoscopic hysterectomy and left ovarian cystectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, infection and surgery outcome was unknown. The reporter considered infection, medical device removal and surgery to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required), 3 years after insertion of essure. On (B)(6) 2018, the patient underwent surgery ("other essure related surgery"). On an unknown date, the patient experienced infection ("infection w/ IV antibiotics"). The patient was treated with surgery (total laparoscopic hysterectomy and left ovarian cistectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, surgery and infection outcome was unknown. The reporter considered infection, medical device removal and surgery to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube'), uterine perforation ('perforation of the uterus'), perforation ('perforation of other organs'), device dislocation ('migration of the essure devices to the abdominal or pelvic cavity') and infection ('infection w/ IV antibiotics') in a 40-year-old female patient who had essure (batch no. A27189) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), infection (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), hypersensitivity ("allergic reactions"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (total laparoscopic hysterectomy and left ovarian cystectomy on (B)(6) 2018). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, infection, pelvic pain, abdominal pain, back pain, hypersensitivity, genital haemorrhage, headache, pregnancy with contraceptive device, autoimmune disorder, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, infection, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. Lot number: a27189 manufacturing date: 2012-07 expiration date: 2015-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("she had an x-ray which showed approximately 1 mm possible metal part of the essure inside the uterus."), device breakage ("she had an x-ray which showed approximately 1 mm possible metal part of the essure inside the uterus."), pelvic pain ("chronic pelvic pain") and heavy menstrual bleeding ("menorrhagia") in a 40 year-old female patient who had essure inserted (lot no. A27189) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of nickel allergy, wrist pain, menorrhagia, ovarian cyst, menstrual cramps, cesarean section, abnormal uterine bleeding, dysmenorrhea, dyspareunia and pelvic pain. Previously administered products included: depo provera and narcotine. Concomitant products included naproxen, tylenol (paracetamol) for pain management, claritin [loratadine] and ibuprofen. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 1098 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2018. On unknown date she experienced device expulsion (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criterion intervention required), abnormal uterine bleeding ("abnormal uterine bleeding") and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with depo provera (medroxyprogesterone acetate), other therapeutic products and megace (megestrol acetate) as well as surgery (total laparoscopic hysterectomy and left ovarian cystectomy on (B)(6) 2018 and bilateral salpingectomy on (B)(6) 2016). At the time of the report, the outcomes for pelvic pain and abnormal uterine bleeding were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abnormal uterine bleeding, device breakage, device expulsion, dysmenorrhoea, heavy menstrual bleeding and pelvic pain to be related to essure administration. The reporter commented: laparoscopic bilateral salpingectomy and removal of essure coils, lysis of adhesions, left ovarian cystectomy, endometrial. Biopsy and removal of perineal skin tags.total laparoscopic hysterectomy. Decripenency noted in device explant date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: reason for exam: essure coils in place to assess tubal patency bilateral essure coils are noted. There is no spill of contrast into the peritoneal cavity. [Laparoscopy] (date unknown): the pelvis was quite hyperemic. There were fascicular lesions seen on the posterior uterine wall in the fundal area as well as around posterior cul-de-sac. There was a left ovarian cyst 2 cm in size. The left adnexa and veins on the left side were quite dilated which was suggestive of pelvic congestion. The right side ovary was much smaller, approximately 2 x 2 cm, and there were no enlarged veins on the right side. [Pathology test] on (B)(6) 2016: pain post - essure coil placement ¿ requested removal. Left ovarian cyst. Clinical diagnosis - pelvic pain. Source of specimen: 1) endometrial biopsy, 2) fallopian tube(s), bilateral fallopian tubes and essure coils, 3) ovary, left ovarian cyst, 4) skin, tags. Gross description: bilateral fallopian tubes" contains two segments of fallopian tube. One fallopian tube measures 8 cm. In length while the other portion measures 4.5 cm in length. Also present in the container are fragments of a fimbriated end of fallopian tube and two portions of an essure wire coils. Final diagnosis: endometrial biopsy: progesterone effect with breakdown excision, bilateral portions of fallopian tubes: normal fallopian tubes with essure coils left ovarian cyst: follicular cyst acrochordon (skin tag) xi: intradermal melanocytic nevus (xi); on (B)(6) 2018: surgical pathology report: clinical history: history of lsc per essure coils removal and salpingectomy and left ovarian cyst. Has abnormal uterine bleeding and persistent pelvic pain. Clinical diagnosis ¿ abnormal uterine bleeding, pelvic pain. Source of specimen: 1. Uterus and cervix, 2. Ovary, left cyst. Gross description: upon sectioning the average endo myometrial thickness (2.3 cm), the endometrial lining is uniformly less than 0.1 cm. The myometrium is tan white, highly trabeculated and remarkable for focal pinpoint areas of hemorrhage, but no discrete lesion or nodule is identified grossly. Diagnosis: hysterectomy specimen, uterus: proliferative endometrium. Cervix: no significant abnormality. Biopsy, left ovarian cyst: follicular cyst. [X-ray] (date unknown): showed approximately 1 mm possible metal part of the essure inside the uterus. Lot number: a27189 manufacturing date: 2012-07 expiration date: 2015-07-31. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 10-apr-2024: reporter information,patient information ,medical history ,lab data, reporter causality comment, device removal date ,non drug treatment updated. New concomitant added: claritin, advil, tylenol, naproxen. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube'), uterine perforation ('perforation of the uterus'), perforation ('perforation of other organs'), device dislocation ('migration of the essure devices to the abdominal or pelvic cavity') and infection ('infection w/ IV antibiotics') in a 40-year-old female patient who had essure (batch no. A27189) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), infection (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), hypersensitivity ("allergic reactions"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (total laparoscopic hysterectomy and left ovarian cystectomy on (B)(6) 2018). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, infection, pelvic pain, abdominal pain, back pain, hypersensitivity, genital haemorrhage, headache, pregnancy with contraceptive device, autoimmune disorder, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, infection, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: reporter and events chronic abdominal pain, chronic pelvic pain, chronic back pain, excessive bleeding, unintended pregnancy, device ineffective, migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, fallopian tubes or other organs, allergic reactions, auto-immune reactions, headaches, chronic fatigue, weight changes, hair loss, tooth loss, mood changes, anxiety and depression added. Lot number was also provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("she had an x-ray which showed approximately 1 mm possible metal part of the essure inside the uterus."), device breakage ("she had an x-ray which showed approximately 1 mm possible metal part of the essure inside the uterus."), pelvic pain ("chronic pelvic pain") and heavy menstrual bleeding ("menorrhagia") in a 40 year-old female patient who had essure inserted (lot no. A27189) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of nickel allergy, wrist pain, menorrhagia, ovarian cyst, menstrual cramps, cesarean section, abnormal uterine bleeding, dysmenorrhea, dyspareunia and pelvic pain. Previously administered products included: depo provera and narcotine. Concomitant products included naproxen, tylenol (paracetamol) for pain management, claritin [loratadine] and ibuprofen. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 1098 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required). On unknown date she experienced device expulsion (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criterion intervention required), abnormal uterine bleeding ("abnormal uterine bleeding") and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with depo provera (medroxyprogesterone acetate), nervous system and megace (megestrol acetate) as well as surgery (total laparoscopic hysterectomy and left ovarian cystectomy on 14-dec-2018 and bilateral salpingectomy on (B)(6) 2016). Essure was removed on 13-dec-2018. At the time of the report, the outcomes for pelvic pain and abnormal uterine bleeding were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abnormal uterine bleeding, device breakage, device expulsion, dysmenorrhoea, heavy menstrual bleeding and pelvic pain to be related to essure administration. The reporter commented: laparoscopic bilateral salpingectomy and removal of essure coils, lysis of adhesions, left ovarian cystectomy, endometrial biopsy and removal of perineal skin tags.total laparoscopic hysterectomy decripenency noted in device explant date::(B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: reason for exam: essure coils in place to assess tubal patency bilateral essure coils are noted. There is no spill of contrast into the peritoneal cavity. [Laparoscopy] (date unknown): the pelvis was quite hyperemic. There were fascicular lesions seen on the posterior uterine wall in the fundal area as well as around posterior cul-de-sac. There was a left ovarian cyst 2 cm in size. The left adnexa and veins on the left side were quite dilated which was suggestive of pelvic congestion. The right side ovary was much smaller, approximately 2 x 2 cm, and there were no enlarged veins on the right side. [Pathology test] on 03-jun-2016: pain post - essure coil placement ¿ requested removal. Left ovarian cyst. Clinical diagnosis - pelvic pain source of specimen: 1) endometrial biopsy 2) fallopian tube(s), bilateral fallopian tubes and essure coils 3) ovary, left ovarian cyst 4) skin, tags gross description: bilateral fallopian tubes" contains two segments of fallopian tube. One fallopian tube measures 8 cm in length while the other portion measures 4.5 cm in length. Also present in the container are fragments of a fimbriated end of fallopian tube and two portions of an essure wire coils. Final diagnosis: endometrial biopsy: progesterone effect with breakdown excision, bilateral portions of fallopian tubes: normal fallopian tubes with essure coils left ovarian cyst: follicular cyst acrochordon (skin tag) xi: intradermal melanocytic nevus (xi); on 13-dec-2018: surgical pathology report: clinical history: history of lsc per essure coils removal and salpingectomy and left ovarian cyst. Has abnormal uterine bleeding and persistent pelvic pain. Clinical diagnosis ¿ abnormal uterine bleeding, pelvic pain source of specimen: 1. Uterus and cervix 2. Ovary, left cyst gross description: upon sectioning the average endo myometrial thickness (2.3 cm), the endometrial lining is uniformly less than 0.1 cm. The myometrium is tan white, highly trabeculated and remarkable for focal pinpoint areas of hemorrhage, but no discrete lesion or nodule is identified grossly. Diagnosis: hysterectomy specimen, uterus: - proliferative endometrium cervix: - no significant abnormality biopsy, left ovarian cyst: - follicular cyst [x-ray] (date unknown): showed approximately 1 mm possible metal part of the essure inside the uterus lot number: a27189 manufacturing date: 2012-07 expiration date: 2015-07-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.